Event description:
The patient reported experiencing e4 (occlusion) errors and elevated blood glucose of up to 412 mg/dl. She injected insulin via syringe to lower her blood glucose. Her normal blood glucose range is 100-150 mg/dl. She changes the infusion site every 2 days and the infusion tubing every 6-7 days. She changes the insulin cartridge every 6-7 days and she reuses the cartridge 2-3 times. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.